Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker eroded through the patient's skin at the implant pocket site. On (B)(6) 2020, the device was successfully removed. The patient was reported to be in stable condition following the procedure.